Manufacturer narrative:
The suspected device was available for evaluation. The device was visually inspected and found that there was a broken power on/off switch. The customer reported issue was confirmed. Found burn at power on/off switch from soldering/broke off, cracked case assembly at bottom of elbow drain tube. Replaced main board assembly kit to resolve the report error. Additionally, replaced case assembly, pole clamp mount assembly, float switch assembly, oring, ac cable, labels. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
It was reported that the unit smells like plastic when tuned on, the traces on the main board have melted. There was no reported patient involvement.